Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). The patient reported that they received informational "por" message on recharger screen today when attempting to recharge the ins. Patient services specialist helped the patient clear the "por" message. The patient confirmed por had cleared from patient programmer and recharger. The troubleshooting steps that were taken on the call resolved the issue. The patient wanted old number deleted off file and provided new number. Patient services specialist called device registration to make file update and to delete duplicate patient file. No symptoms were reported.